Event description:
Pt receiving enteral therapy via pump. Pt pulled tubing out of pump and wrapped it around his throat. Pump continued to infuse. Bag free-flowed and pt received 10 oz formula within a few mins. Parents were awakened by pt making noises and discovered pt vomiting profusely. Parents complained about the pump having no safety latch to hold tubing in pump.